Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, metal cap on the ratcheting handle came off when being tapped by a mallet. The suspect cap was reported to have not made contact with the patient's anatomy. There was no impact on patient outcome. No additional information was provided.